Event description:
It was reported that the controller exhibited several losses of power with associated battery power disconnect alarms. It was also reported that the battery did not provide power to the controller which resulted in ventricular assist device (vad) stops. The controller remains in use and the battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial #: (B)(4) UDI #: (B)(4) device evaluated: no device evaluation anticipated, but not yet begun; mfg date: 14-jun-2021 labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one battery (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The battery was able to properly charge and provide power to the controller. Review of the available autologs report revealed that four (4) power disconnect alarm were logged on 10/may/2022 involving bat937605. Additionally, review of autologs revealed three (3) controller power up events on 23/apr/2022, 24/apr/2022 and 12/may/2022 at 21:49:17, 14:11:56 and 10:25:29 respectively. The data point prior to the third loss of power revealed that bat937605 was connected to power port one (1) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat937605 was connected to power port one (1) and an adapter was connected to power port two (2). The controller was without power for 11 seconds, 12 seconds and 9 seconds respectively. As a result, the reported power disconnect alarms and losses of power events were confirmed; however, the reported battery not providing power event could not be confirmed. The cause of the power disconnect alarm could not be determined since raw log files were not available for analysis. The battery had been lubricated prior to release. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported power disconnect alarm event could be attributed, but not limited, to communication errors between the controller and battery. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial: (B)(6) d9: yes, return date: 15-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 , b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.